Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for a routine device check, lead dislodgement was observed. It was noted that the dislodgement occurred as a result to the patient's dancing activities. The lead was successfully repositioned and remains implanted. The patient was doing well at the conclusion of the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicates that the lead was explanted.